Event description:
Affiliate reported that it was not possible to reprogram the device as it was suspected that the valve was broken.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Device not yet returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged therefore; the cam position/pressure could not be determined. Upon further investigation it was revealed that there was no damage to the valve casing or the stepping motor. As a result it is difficult to determine the root cause for the problem reported by the customer. It should be noted that an enhancement was implemented to the (B)(4), which was designed to minimize this type of problem. During a review of the device history records it was determined that this device was manufactured prior to the enhancements. It was also determined that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.